Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that available patients list was blank for the infusion center. The technical support specialist resynced the station and changed configuration of the unit to auto discharge the patient after one day to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the patients not showing up in the list. The customer reported that user while pulling up the patient list it shows a message as "too many patients on this list". The customer stated that this malfunction occurred while dispensing medication and a caused an delay to the patient care. There were no adverse events or injuries reported based on this incident.